Manufacturer narrative:
The device history record (DHR) was reviewed for the possible lot numbers provided by the customer, and no abnormal process conditions were present during the manufacturing of the product that could have led to the issue described. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. One sample was received without the original packaging or lot number. After performing a visual inspection per procedure, the reported condition was observed; the connector was detached. A second sample was received, also without the original packaging or lot number and again the reported issue was confirmed, the connector was observed to be leaking. The root cause has been determined to be a workmanship issue. A detached connector is a condition generated when an operator fails to complete an assembly or follow the predetermined process steps to ensure a complete assembly. Changes were made to support the validation of the solvent dispenser for the assembly of the y port. This change is to improve the manufacturing process and to have better control of the process assembly. Implementing a new solvent dispenser provides a better handling of the solvent. This new solvent dispenser is documented and has been implemented. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that there was a leak at the enfit connection.